Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was over 500 mg/dl at the time of the call. The customer stated they were trying to change the set to deliver a bolus when the insulin pump failed to deliver insulin. The parent was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states, the insulin did exit. The parent was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The issue was resolved with a set change.